Manufacturer narrative:
This report was received from a literature article. Junor b, briggs d, forwell m, et al. Sclerosing peritonitis - the contribution of chlorhexidine in alcohol. Peritoneal dialysis international april/june 1985 vol. 5 no. 2 101-104. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, 43 peritoneal dialysis (pd) patients experienced several episodes of peritonitis. The cause of the events were not reported. It was not reported if the patients were hospitalized for the event. The patients were treated with cefuroxime (dose, route, frequency and duration were not reported). At the time of this report, the patients outcome and action taken with pd therapy were not reported. No additional information is available.